Event description:
It is alleged that a loss of resistance syringe was sticking. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.